Event description:
Three (3) separate biopsy device malfunctions. Each are listed below; occurred 10/30/2023, device: bard max-core disposable core biopsy instrument, lot # rehs4667, cat # mc1410. Device misfired during a breast biopsy, a second device needed to be opened to complete the procedure; occurred 10/30/2023, device: bard max-core disposable core biopsy instrument, lot # rehs4667, cat # mc1410. A single misfire occurred during testing prior to inserting device into pt's breast; occurred (B)(6) 2023. Device = bard max-core disposable core biopsy instrument. Lot # = rehu1499. Catalogue # = mc1410. Device misfired during a breast biopsy. 1 sample was taken successfully, and then device misfired. A new device was opened to complete the procedure. Ref reports: mw5148998, mw5148999.